Event description:
It was reported that the patient returned after the implant was placed with healing below the threads. Customer clarified that he believes the sutures opened and the implanted bone came out before healing. The implant had osseointegration but the threads were exposed so the technician said that it can¿t be restored so the doctor remove it to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: additional 510(k) number is k013227.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02032-1. This report is being submitted to relay additional information and device evaluation. One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) & one impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) and associated healing abutments were returned for investigation. There were no allegations against the healing abutments and the reported event occurred at implant level. Therefore, the investigation addresses only the implants. Visual evaluation of the as returned products identified dried bone residue around the external threads due to usage but no apparent signs of malfunction. The devices could not be functionally tested for the reported event (medical: other). Measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the devices were determined to be within design specification. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lots (1248970 & 1232503) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All sterilization activities were conducted with no nonconformities per sterilization record. Complaint history review was performed for the reported lot numbers (1248970 & 1232503) for similar events (complaint category keywords: medical: other) and no other complaint was identified. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician error ¿ improper case planning. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.